Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited a gradual increase in pacing impedances over the last year and impedances were measuring greater than 3000 ohms. The health care professional was inquiring about episode on the electrogram and boston scientific technical services informed that it looked like left sided ventricular tachycardia (vt) as the lv sense is coming in first. It was undetermined if there was loss of capture since there was no shock channel. Technical services recommended to have the patient further evaluated. Additional information was requested from the boston scientific field representative however, no further information was obtained. This crt-p and lv lead remains in service. No adverse patient effects were reported.